Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of issues with the customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 529mg/dl. The customer states that they treated the high levels with the pump. Troubleshoot for the no delivery was conducted and the device was found to be operating as design. The customer's blood glucose level at the time of the high levels was over 600mg/dl. The customer states they treated the high levels with manual injection. Troubleshoot for the high levels were conducted. The customer was advised that time settings being wrong, and a previous set bent cannula, contributed to the high levels. The customer was advised to monitor the device.